Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this. Investigation summary: as per manufacturing, "a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications". Investigation conclusion: no samples or photos were returned for analysis. Rationale: based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported that an unspecified number of pn 31 g 5 mm 5 b xtw 105 bx de experienced difficult operation or not working/functioning. Product defect was noted during use. The following information was provided by the initial reporter: we have received a complaint regarding pen needles. We received this complaint from a long-time insulin patient. The needles are not correctly penetrated, they only let the liquid through without resistance, which means that the patient could not inject into the body.